Manufacturer narrative:
The user has sent in all instruments involved in the incident for inspection: ref: 8680204 working element active bipo 0/12/30° lot 1593118, ref: 8675424 outer sheath resectoscope 24fr lot 1457244, ref: 8675322 internal sheath resectoscope 22fr lot1531317, ref:8622131 cutting electrode bipo 24fr 12/30° lot 21005479, ref:8673022 obturator resectoscope 22fr lot1411351. These were examined in the specialist department, and it was determined that the cutting electrode bipo 24fr 12/30° shows electrical breakdown and that the tip is also mechanically deformed. The working element active bipo (B)(6) 2030, 8680204, is electrically sound. It shows some deposits and contamination in the area of the lock body. The rest of the instruments were in good working order. Since, according to the user, the incident occurred when he activated the electrode in an air bubble, we assume that this was a user error. Chapter 7.2.4 of ga-d342 / en / 2021-03 v16.0 / pk20-0295 / specifically warns the user of the risk of explosion if the electrode is activated in an air or gas bubble. The user is instructed not to activate the hf current until: the electrodes are in the field of vision and in the irrigation fluid the desired tissue contact is achieved. In the risk assessment b6: reusable optical work inserts, v00, risks arising from user error/incorrect use as well as handling related risks due to device failure were considered with the corresponding extent of damage and probability of occurrence and were assessed as an acceptable risk. The risk assessment remains valid in consideration of the current case and as there are no new risks. No measures are necessary regarding the findings described.

Event description:
The user reports that upon activation of the cutting current and contact with an air bubble, bladder expansion occurs followed by bladder detonation. Planned procedure was cystolithotripsy. Due to a large amount of infection and tissue, a resectoscope shark bipolar was initially used to remove this tissue. The patient sustained a bladder perforation in the area of the bladder vertex. On the following day, a laparotomy was performed. The patient's condition has been stabilized and the damage was repaired.